Event description:
It was reported that a malfunction occurred with the device, and the malfunction code displayed was malf 12. The customer's blood glucose level was within normal range and did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to follow up once a charging pad is available, and it was noted that the malfunction code is resettable. Cts attempted to follow-up customer not available.